Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having low power was not confirmed. However, during evaluation a visual and functional assessment was performed which found that the console device displayed an e6 error code. During repair, it was determined that the flex circuit was worn out, causing the e6 error code which was due to normal wear over time. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that two motor devices had low power. During in-house engineering evaluation, it was observed that the console device displayed an e6 error code on one of the motor devices. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.